Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patient presented in clinic for routine follow-up, an alert for low, out of range high voltage lead impedance. The lead was capped and replaced.